Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi operation during firmware upgrade. The patient was asymptomatic. Device download was performed successfully. The device was restored to normal function. Cyber security update was not attempted again. The patient was stable.